Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection was performed with the naked eye and no issues were noted; there was no evidence of damage to the patient connector. Functional testing including leak (connected to an in-lab transfer set), clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the capd disconnect y-set and a peritoneal dialysis (pd) transfer set. It was further reported that the y-set kept turning and did not kept tight when twisted into the transfer set. This issue was noticed during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.